Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the left circumflex artery. Following pre-dilation, a 2.25x24mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. However, during removal of the device, it was stuck in the gap between the guiding and the vessel. Eventually, the device was removed with the guiding and wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent had moved approximately 18 mm in a distal direction exposing the proximal and mid-section of the balloon. The distal end of the stent moved over the distal balloon cone and over the proximal section of the tip. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent od (outer diameter) at the time of manufacture was within maximum crimped stent profile measurement. The proximal section of the tip was covered by stent struts therefore could not be visually inspected, the visible section of the tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple severe kinks along several locations of the hypotube shaft. The type of damage noted most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the left circumflex artery. Following pre-dilation, a 2.25x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, during removal of the device, it was stuck in the gap between the guiding and the vessel. Eventually, the device was removed with the guiding and wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.